Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 200 mm 200cm ranger dcb mr was selected advanced for dilation. During the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. It is presumed that the cause was not the anatomical structure, but rather the calcification of the lesion. The device was removed using normal method without issue and the procedure was completed with different device. There were no patient complications as a result of this event.